Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Updated plant investigation: as the actual device was not returned to the manufacturer, a physical evaluation could not be performed. The manufacturing plant received a companion sample from the same lot number for analysis. A visual inspection of companion sample was performed and no separation between the red t connector and tubing of the heparin line was noticed. No holes or other damage was found on the sample. The companion sample was found acceptable. In addition, a functional test was performed to companion sample and no disconnection or leak occurred during tested period. The sample tested worked as intended without any abnormalities during the tested period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred 1 hour into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between blood line/heparin line connection after the arterial blood pump. There was no damage noticed on the bloodline. The patient¿s estimated blood loss (ebl) was approximately 5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The paitent successfully completed treatment on the same machine with the same supplies. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.